Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1(email).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) recalibrated the unit. The device passed all functional and safety checks and the device was returned ready for patient use.

Event description:
Na.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1 (B)(6).

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had error code 14. There was no harm reported.